Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info for patient: bmi at the time of index procedure. The diagnosis and indication for the index surgical procedure? Was the initial procedure performed at hospital alvorada or hospital brasilia? What product code was used on this patient - sxpp1b410 or sxpp1b409 or both? On what tissue was the suture used? What was the tissue condition, i.e., normal or thin, calcified, fragile, diseased? What were current symptoms following the index surgical procedure? Onset date? Can you advise of the amount of ¿moderate bleeding¿? What medical intervention was performed for the bleeding? During the second procedure on (B)(6) 2019, can you describe the appearance of the stratafix suture during this procedure? -was the stratafix suture found broken? If yes, where was suture breakage: termination, middle, end? Does the surgeon believe there was an alleged deficiency with the stratafix suture that contributed to the reported event? Lot used on this patient? If applicable, will product be returned for evaluation, return date, tracking information? What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that the patient underwent total abdominal hysterectomy and videolaparoscopy on (B)(6) 2019 and barbed suture was used. The patient was re-evaluated two days later in the emergency due to moderate bleeding. The patient experienced partial opening of the dome at the left angle. Vaginal re-suture was performed with a different suture on (B)(6) 2019. The patient is being monitored.